Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite being plugged into a working outlet for 30 minutes using the original tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different wall adapter, after which the pump began charging. Technical support informed the caller about the risks of using third-party charging supplies and sent a replacement wall adapter and charging cable via two-day shipping. No further assistance was required.